Event description:
Blood gas analyzer malfunction. Machine would not calibrate. The svc rep for the co determined that the 12% 02 calibration gas was bad. Pt was transferred to another healthcare facility.